Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was broken. It was reported that the device had a component that disengaged, received a red light and would not activate during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The titanium waveguide became cracked from continued use after it made contact with a metallic object. Use after damage can cause the cracked waveguide to break off. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not activate and the jaw was broken, the part was completely detached from the device. Based on the investigation, visual inspection of the disposable device revealed that the dissector had a fractured waveguide.